Event description:
It was reported that during follow-up in clinic, unspecified reset mode was observed. A device download was performed successfully. After the device download was performed, low out of range, lead impedance was observed. Device replacement was recommended. Patient is on comfort care waiting to expire, therefore the device replacement will not be performed.